Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. Customer stated their insulin pump did not power off when they had a low blood glucose event. Customer's blood glucose was 38 mg/dl. Customer has treated their blood glucose with food. The customer also reported receiving a lost sensor alarm and weak signal alarm with their sensor. Customer's current blood glucose was 330 mg/dl. The customer stated they would monitor their sensor. No additional information provided.